Event description:
On (B)(6) 2012, pt underwent l2-5 lumber decompression. The baxano io-flex ipsi probe s was utilized at left l4/5 to gain access for the foramen. A dural tear occurred which was repaired using sutures. The surgeon elected to continue surgery with traditional instruments. Surgeon reported that the pt was laying flat for a day or two but otherwise was doing fine post-operatively.